Event description:
The clinician reported that 4 months after the dental implant was placed in ada site 29 in the patient's mouth, the implant did not achieve osseointegration. The site was grafted. The implant was torqued to 35 ncm. The clinician reported that upon uncovering the implant, an infection was noted on the buccal. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.